Event description:
Post rt. Coronary artery atherectomy (rotablator). A 3.5 x 15mm multilink stent was crimped on a 4.0 x 15 "nc" ranger and introduced in the right coronary artery ostia. After inflating the balloon to deploy the stent blood returned in catheter lumen implicating balloon had burst. After fluoro guidance, it was observed the balloon still inflated and would not dislodge. Pt. Sent to urgent coronary artery by pass graft 6 surgery. Balloon extracted during open heart surgery & sent to pathology.